Manufacturer narrative:
The event of explant was reported to abbott. The patient was experiencing ineffective therapy. Surgical intervention was undertaken wherein the patient's scs system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000105830.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.